Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient wanted to provide an update that everything is working fine. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were having issues with their bladder. They were able to sync with their patient programmer during the call and it showed stimulation was off. They attempted to turn stimulation back on, but they were unable to. The pressed the 'stim on' button and the stimulation remained off. The patient then disconnected the call, patient services attempted to call them back, but there was no answer. No further complications were reported or anticipated.